Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The mixer and anesthesia control board were replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit had a system failure. There was no report of patient involvement.